Event description:
A "break in skin" was discovered post procedure at the dr's office. The procedure was an umbilical hernia. The dr said although the 3rd degree burn was on the right thigh, he could not say that it was related to the pad placement, as he does not know where on the right thigh the pad was placed. The hosp is not filing a medwatch, as they do not know that the "break in skin" was related to the surgery.